Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported "pain under my axilla with palpable nodes", "rupture", "granuloma within a lymph node in the axillary tail". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy, and granuloma